Event description:
It was reported that the female connector (dark blue) separated from the main body of a transfer set. The event was further described as " the blue portion connected to the patient line started turning." This issue occurred while disconnecting after peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body of the transfer set. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.